Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during a cataract extraction procedure the system failed phacoemulsification. The handpiece and cassette were exchanged and the system failed to re-prime. The procedure was completed using an alternate system after a delay. There was no harm to the patient. Sample is not expected. Additional information has been requested and received.

Manufacturer narrative:
Additional information has been provided. The customer reported that the phaco from the system was not working and that the system would not prime. There was no patient harm. A review of the complaint follow-up questionnaire indicates the customer stated a company representative had examined the system and found it was ¿now working well. The system was manufactured on may 21, 2012. Based on qa assessment, the product met specifications at the time of release. No anterior cassette pak sample was returned. The customer did not retain the anterior cassette pak lot number. The device history record (DHR) and the lot number history could not be reviewed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).